Event description:
Rptr states she requested removal of the implant after reddened areas in the left upper part of her body persisted for 4 months. After removal, examination of the implant shows that the outer envelope was badly deteriorated with some pieces of the membrane completely detached from the device. The saline contents of the outer chamber had apparently spilled from the device at an unknown time in the past. Rptr states there is no diagnosed cause for joint and bone pain, muscle spasms, skin changes, burning feet, night sweats, hot flashes, and intermittent rashes.